Event description:
The customer reported while the doctor was trying to remove a foreign object from the patient¿s nose with forceps, the power from the visera elite video system center suddenly went out causing the image to black out. The procedure was completed with the same device as the foreign object was removed and as it was. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer turned the device¿s power back on, and the issue subsequently resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d10 (information was inadvertently missed on the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.